Manufacturer narrative:
The field service rep (fsr) confirmed the reported issue. Per the fsr, valve #1 was leaking. The fsr replaced valve #1 and he fully tested the cooler heater unit. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not heat above thirty five degrees celsius. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.